Event description:
Medtronic received information regarding a shunt. It was reported that the "snap is different." The doctor stated that it had always been a very distinct audible snap when snapping the ventric to the shunt assembly. Now, it has been "a mushy not audible snap that doesn¿t seem very solid." Event context information was not provided.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.